Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. No issues were observed with the sensor adhesive. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via webform a sensor detachment with an adc device and as a result, customer experienced symptoms of hyperglycemia, sweating, polydipsia, and convulsion. Customer reported being able to self-treat with unspecified (dose/type) insulin provided by third-party (mother). No further information provided. There was no report of death or permanent impairment associated with this event.